Event description:
It was reported that an asymptomatic patient presented to the hospital for a routine follow up. After reprogramming the patients device, the atrial lead exhibited low impedance and noise. No further programming changes were made and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.